Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 30mm. During procedure, the left atrial pressure was 15mmhg, 450ml fluid was given, the atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels were 129s- 364s and heparin was administrated. The amulet successfully deployed in the laa. After the procedure, there was 1.5mm leak was noted at the disc towards the ridge side with no distal flow. After discussing with the physician, they decided to put patient on apixaban for next three months and baby aspirin was also started. On (B)(6) 2025, computed tomography (CT) showed thin band of thrombus on the device. The patient remained on non-oral anticoagulants (noac).

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that after the amulet procedure there was 1.5 mm leak noted at the disc towards the ridge side with no distal flow. Also reported that computed tomography showed thin band of thrombus on the device after 3 months of device implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. No additional information related to implant procedure was provided. Based on the information received, the cause of the reported leak and thrombus could not be conclusively determined. The reported unexpected medical intervention was result of case-specific circumstance as medication was administered to treat thrombus (apixaban). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.